Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The return of the sample is pending. The investigation is currently underway.

Event description:
It was reported that prior to a biopsy, the device allegedly self-activated. There was no patient contact.

Event description:
It was reported that prior to a biopsy, the device allegedly self-activated. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the investigation is unconfirmed for self-activation, as the device functioned as intended, and the reported issue could not be replicated. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
Received new information from fa engineer informing that magnum self-activations have been captured under the driver (catalog mg1522) as the driver controls priming/firing of the needle, therefore the product catalog is changed to mg1522.

Event description:
It was reported that prior to a biopsy, the device allegedly self-activated. There was no patient contact.